Event description:
It was reported that the o-ring that is just above the connecting teeth on the gamma nail targeter came off after the nail had been properly implanted and the targeter was disconnected and being removed. The surgeon noticed this as the nail was being disconnected from the targeter, no adverse affects occurred and therefore, no action was necessary as the nail had been properly implanted.

Manufacturer narrative:
Product inquiry stated the target device gamma3® to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not returned to stryker kiel. Thus, a reasonable examination and investigation was not possible. A review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the device had been in use for a longer time (manufactured in 2014) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The reported event (¿o-ring that is just above the connecting teeth on the gamma nail targeter came off¿) could not be confirmed as the item was not received for evaluation. From previous cases we have known that the c-ring could damage/ detach during cleaning pre-operatively in the hospital. The c-ring (clamping ring) is a feature to ease nail assembly ¿ but function is still given without the c-ring. Previous complaints are known reporting a detached c-ring. In these previous cases a contribution by the design could not be excluded. Therefore a design change was performed. With ecn # 6197/07 the c-ring design was changed. Internal tests confirmed the effectiveness of the new design. The new design does not prevent a c-ring detachment every time (i.e. In case of rough handling), but makes a detachment more difficult. However as the item was not received, the exact root cause could not be determined. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. A review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device was never received.

Event description:
It was reported that the o-ring that is just above the connecting teeth on the gamma nail targeter came off after the nail had been properly implanted and the targeter was disconnected and being removed. The surgeon noticed this as the nail was being disconnected from the targeter, no adverse affects occurred and therefore, no action was necessary as the nail had been properly implanted.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.